Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Both leads were determined to be fractured at the subclavian area. A revision procedure was performed where both the ra and rv leads were explanted. The patient was upgraded from a pacemaker to an implantable cardioverter defibrillator (ICD) during the lead revision procedure. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Both leads were determined to be fractured at the subclavian area. A revision procedure was performed where both the ra and rv leads were explanted. The patient was upgraded from a pacemaker to an implantable cardioverter defibrillator (ICD) during the lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, it was noted the lead was returned in two segments severed at approximately 27cm from the terminal end. The tip section was not returned. An x-ray showed both inner and outer coils were fractured at approximately 26.7cm from the terminal end in this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high impedance measurements was likely the result of the lead damage observed by the laboratory.